Manufacturer narrative:
(B)(6). All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
We received a report that after implantation of an intraocular lens (iol) the surgeon noticed that the iol had a broken haptic; the surgeon indicated that the haptic broke into the injector. The patient's capsular bag tore and the doctor removed the iol and performed a vitrectomy. No further information was provided.

Manufacturer narrative:
In addition to serious injury, the MDR is a malfunction due to the report that the haptic broke into the injector. The preloaded system was returned to the manufacturer. The plunger component was observed in a fully advanced position. Visual inspection at 10x microscope magnification was performed. No lens was observed inside the cartridge and/or at the lens housing from the pcb00 device. Small amount of residue of viscoelastic was observed at the tip section of the cartridge. No residues of viscoelastic were observed in the loading zone, or cartridge tube. No assembly error was observed in the sample. Cartridge was observed in the correct position (fully engaged into lower body of the pcb00 device). The results reasonably suggest that the probable cause could be use error. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Manufacturer narrative:
Additional information received indicates an incision enlargement was also performed during the first procedure. A few days later the patient underwent a second vitrectomy (dates were not provided). The patient is reported to be doing well. (B)(4). Manufacturing records were reviewed. All process operations presented in the manufacturing record for the pcb00 lens were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) related to the customer claim in the preloaded 1-piece iol was generated. All pertinent information available to the manufacturer has been submitted. Placeholder.